Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl), heart block, bradycardia, and fainting was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, causes for the reported pvl and heart block could not be conclusively determined. The reported bradycardia and fainting are cascading events of the heart block. The reported unexpected medical interventions, surgery, and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1033 site patient ID: (B)(6). It was reported that on (B)(6) 2021, a 29mm portico valve (serial: (B)(6) was implanted successfully utilizing a large flexnav delivery system. Length of membranous septum was 2.4mm. Pre-implant dilatation was performed with a 20mm numed nucleus balloon. Due to the presence of perivalvular leak (pvl) after implantation of the navitor, a post implant balloon valvuloplasty was performed with a 25mm balt cristal balloon. Mild pvl remained. Patient was discharged on (B)(6) 2021. On (B)(6) 2021, the patient returned with syncope and bradycardia. ECG showed 2nd degree atrioventricular block and intermittent 3rd degree left bundle branch block. Multiple pauses were also observed on telemetry. An isoprenaline infusion was administered along with transcutaneous pacing. On (B)(6) 2021, a permanent pacemaker was implanted.